Event description:
A registered nurse at customer's work called an ambulance to transport customer to the ER due to high blood glucose (590 mg/dl). In looking through pdm history, it was determined that pt had the "auto-off set at 18 hrs" and the pod was set to deactivate at 6:31 am. Pdm history shows alerts occurred prior to this at 6:01 am and 6:16 am, alerting the user to the auto-off feature. Based on the pdm history, it was also determined that the pt had not used the pdm to check his bg or bolus since the previous day at 12:01 pm. While checking user's bg, the nurse (at customer's work) determined that he did not have an active pod on. The pod he was wearing had been deactivated for several hours due to lack of response to auto-off advisory alert." It is not clear if the customer went to the hosp as it was later reported that he "was not in dka hosp." The pod is not expected to return.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the pt's hyperglycemia. The omnipod user guide cautions, "many hazard alarms (such as auto-off) will cause alert escalation and deactivation of the active pod if you ignore them. Be sure to respond to all alerts and alarms when they occur." The user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Product lot qualification records could not be reviewed since no lot number was provided.